Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with helix found partially extended and bent with traces of blood. X-ray inspection of the lead found the helix was stretched consistent with procedural damage. The cause of the reported event was isolated to the helix being damaged.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead exhibited helix rotation issue that was found prior to placing the lead inside the body. The right atrial lead was removed and replaced. The patient was in stable condition.